Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5148120) on 22-aug-2023. The most recent information was received on 30-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("essure in my uterus, failure of implant"), genital haemorrhage ("bleeding for one year non-stop / bleeding genital"), abdominal pain lower ("cramps"), pelvic pain ("pelvic pain"), migraine ("migraine, headache"), headache ("headache") and visual impairment ("visual disturbances") in a 43 year-old female patient who had essure inserted (lot no. 624487,624477) for female sterilisation. The patient had a medical history of fibroids, prolonged heavy periods and painful periods. No concomitant products were used. On (B)(6) 2007, the patient had essure inserted. In 2020 she experienced migraine (seriousness criterion medically important). In 2021 she experienced genital haemorrhage (seriousness criterion intervention required). Essure was removed in 2023. An unknown time later she experienced device expulsion (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), headache (seriousness criterion medically important) and visual impairment (seriousness criterion medically important). The patient was treated with surgery (salpingectomy and hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain and migraine had not resolved. The outcomes for device expulsion and abdominal pain lower were unknown. The reporter considered abdominal pain lower, device expulsion, genital haemorrhage, headache, migraine, pelvic pain and visual impairment to be related to essure administration. The reporter commented: I want to file a claim against essure devices implanted in 2007. I've since had a host of symptoms and surgeries recently for nonstop bleeding, cramps. Essure migrated into uterus that resulted in multiple surgeries costing (B)(6) dollars (getting salpingectomy and hysterectomy due to essure in my uterus causing non stop bleeding for a year), also migraines and visual problems. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: report was received via health authority (reporter added). New event added: visual disturbances, headache. 30-nov-2023: no new information. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") and abdominal pain lower ("cramps") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required) and abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to genital haemorrhage or abdominal pain lower. The reporter commented: was implanted with your company's essure devices in 2006. I've since had a host of symptoms and surgeries recently for nonstop bleeding and cramps. I wanted to first reach out to bayer directly before I seek legal advice and pursue a lawsuit. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("essure in my uterus"), genital haemorrhage ("bleeding for one year non-stop"), abdominal pain lower ("cramps"), pelvic pain ("pelvic pain") and migraine ("migraine") in a 43 year-old female patient who had essure inserted for female sterilisation. Medical conditions: no concomitant products were used. On (B)(6) 2007, the patient had essure inserted. Essure was removed in 2023. An unknown time later she experienced device expulsion (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required) and migraine (seriousness criterion medically important). The patient was treated with surgery (salpingectomy and hysterectomy). At the time of the report, the pelvic pain and migraine had not resolved. The outcomes for device expulsion, genital haemorrhage and abdominal pain lower were unknown. The reporter considered abdominal pain lower, device expulsion, genital haemorrhage, migraine and pelvic pain to be related to essure administration. The reporter commented: initial report: I was implanted with your company's essure devices in 2006. I've since had a host of symptoms and surgeries recently for nonstop bleeding and cramps. I wanted to first reach out to bayer directly before I seek legal advice and pursue a lawsuit. Follow up report (B)(6) 2023: I want to file a claim against essure. I've had it since 2007, and it has been awful. Pain, bleeding, migraines, a host of symptoms that resulted in multiple surgeries costing me thousands of dollars (getting salpingectomy and hysterectomy due to essure in my uterus causing non stop bleeding for a year). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-oct-2023: follow up information was received from consumer: patient's initials were amended. Age was added. Start date of essure was specified. Consumer wants reimbursement (legal case), all events considered related. The bleeding lasted non-stop for one year. Salpingectomy and hysterectomy were performed. Events added: device expulsion, pelvic pain, migraines. Comment was added. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") and abdominal pain lower ("cramps") in a female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required) and abdominal pain lower (seriousness criterion intervention required). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to genital haemorrhage or abdominal pain lower. The reporter commented: was implanted with your company's essure devices in 2006. I've since had a host of symptoms and surgeries recently for nonstop bleeding and cramps. I wanted to first reach out to bayer directly before I seek legal advice and pursue a lawsuit. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("essure in my uterus"), genital haemorrhage ("bleeding for one year non-stop / bleeding genital"), abdominal pain lower ("cramps"), pelvic pain ("pelvic pain") and migraine ("migraine") in a 43 year-old female patient who had essure inserted (lot no. 624487, 624477) for female sterilisation. The patient had a medical history of fibroids, prolonged heavy periods and painful periods. No concomitant products were used. On (B)(6) 2007, the patient had essure inserted. In 2020 she experienced migraine (seriousness criterion medically important). In 2021 she experienced genital haemorrhage (seriousness criterion intervention required). At an unknown time, she experienced device expulsion (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy and hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain and migraine had not resolved. The outcomes for device expulsion and abdominal pain lower were unknown. Essure was removed in 2023. The reporter considered abdominal pain lower, device expulsion, genital haemorrhage, migraine and pelvic pain to be related to essure administration. The reporter commented: initial report: I was implanted with your company's essure devices in 2006. I've since had a host of symptoms and surgeries recently for nonstop bleeding and cramps. I wanted to first reach out to bayer directly before I seek legal advice and pursue a lawsuit follow up report 22-oct-2023: I want to file a claim against essure. I've had it since 2007, and it has been awful. Pain, bleeding, migraines, a host of symptoms that resulted in multiple surgeries costing me thousands of dollars (getting salpingectomy and hysterectomy due to essure in my uterus causing non stop bleeding for a year). The most recent follow-up information incorporated above includes data received on: 09-nov-2023: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) transferred to the retention case (B)(4). Reporters information and e2b company number were added. Medical history, lot number and expiration date added. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5148120) on 22-aug-2023. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("essure in my uterus, failure of implant"), genital haemorrhage ("bleeding for one year non-stop/bleeding genital"), abdominal pain lower ("cramps"), pelvic pain ("pelvic pain"), migraine ("migraine, headache"), headache ("headache") and visual impairment ("visual disturbances") in a 43 year-old female patient who had essure inserted (lot no. 624487, 624477) for female sterilisation. The patient had a medical history of fibroids, prolonged heavy periods and painful periods. No concomitant products were used. On (B)(6) 2007, the patient had essure inserted. In 2020, she experienced migraine (seriousness criterion medically important). In 2021, she experienced genital haemorrhage (seriousness criterion intervention required). Essure was removed in 2023. On unknown date she experienced device expulsion (seriousness criterion intervention required), abdominal pain lower (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), headache (seriousness criterion medically important) and visual impairment (seriousness criterion medically important). The patient was treated with surgery (salpingectomy and hysterectomy). At the time of the report, the genital haemorrhage, pelvic pain and migraine had not resolved. The outcomes for device expulsion and abdominal pain lower were unknown. The reporter considered abdominal pain lower, device expulsion, genital haemorrhage, headache, migraine, pelvic pain and visual impairment to be related to essure administration. The reporter commented: I want to file a claim agains essure devices implanted in 2007. I've since had a host of symptoms and surgeries recently for nonstop bleeding, cramps. Essure migrated into uterus that resulted in multiple surgeries costing thousands of dollars (getting salpingectomy and hysterectomy due to essure in my uterus causing non stop bleeding for a year), also migraines and visual problems. Lot number: 624487. Manufacture date: 2007-05. Expiration date: 2010-05. Lot number: 624477. Manufacture date: 2007-05 expiration date: 2010-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.